Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for eval. The customer isolated the failure to the speaker. Previous similar investigations have isolated the problem to an open circuit. If add'l info is made available, a supplemental report will be submitted.